Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined however the loss of capture was reported to be due to the dislodged lead.

Event description:
During follow-up, there was a loss of capture noted due to the lead being dislodged. The lead was explanted and successfully replaced. The patient was in stable condition.